Manufacturer narrative:
A market withdrawal regarding capture-cmv indicator red cells lot 228143, exp 2011-04-29, was released to customers on 11apr2011. The market withdrawal was issued to cover the weaker reactivity that the lot was demonstrating. No confirmatory testing was performed to determine whether results initial results or repeat testing results are correct. No samples were returned to manufacturer for serological testing. Immucor has made several attempts to retrieve images and samples; however, customer is unable to provide the requested file images or additional sample for investigation.

Event description:
Customer reported unexpected negative reactions with capture-cmv on the galileo. When re-testing samples, they found that 6 previously negative results resulted positive when tested with a new lot number of capture-cmv indicator red cells.